Event description:
Event description boston scientific received information that this device, which was explanted and returned due to the renewal advisory, was selected for laboratory testing. There were no field allegations or complaints against this device.